Event description:
It was reported to philips that the heartstart xl defibrillator showed a low pacer output message during testing. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).